Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an air in line issues was not determined because no products or device logs were returned.

Event description:
It was reported that biomed received reports from users stating device had "air-in-line" issues. Per report, "all devices brought in passed level of testing." No further information was provided. This was reported to bd representatives during site visit. There was no information on patient involvement. Although requested, the customer did not provide further information.